Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stitching on an open barbed reposition pharyngoplasty, two needles broke. Another device was used. The surgery lasted 10 minutes longer. There was no patient injury.